Event description:
The patient reported pain due to patella tracking issues of unknown cause. The surgeon revised the femur and insert and added a lateral femoral augment to shift the knee into more varus, stabilizing the patella.the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 august 2025, lot 2400998: (B)(4) items manufactured and released on 28-march-2024. Expiration date: 06-march-2029. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.